Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited an error message. An sjm representative met with the patient for device interrogation and device operated as expected. No patient symptoms were reported.